Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices failed an active exhalation verification test step during testing. Repairs will be handled by a philips authorized service provider. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices failed an active exhalation verification test step during testing. Repairs will be handled by a philips authorized service provider. If any additional information is received, a follow-up report will be filed. New information: during service the trilogy ev300 proportional valve & 3 way solenoid valve were replaced to address the issue. The technician performed the final test, and the device passed all testing. The system meets the specification for the performed service and is returned to use. Box h coding was updated.